Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted and migration have been ruled out. Additionally, the patient having contraindicating conditions has been ruled out. The transmitter assembly associated with the complaint was returned for investigation. The investigation found the rf connector was damaged due to improper/inadequate design. The sma rf connector solder joints to the pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Therefore, the device cannot deliver therapy. The stimulator is used to treat pain. The cause of unintended stimulation is unknown. Although the investigation of the returned transmitter found a broken connector (improper/inadequate design), this did not contribute to the report of unintended stimulation. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported unintended stimulation that feels like a jolt. The commercial team member changed out the transmitter assembly, the unintended stimulation was resolved, and the patient is doing well.